Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D4: item information is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during patient home visit, the skin was red and mildly excoriated. The site had leaked, and it was itchy for 2-3 days but is not itchy now. There was patient involvement and unknown patient harm/adverse event reported.